Event description:
During a clinic follow-up, the device was unable to be interrogated due to possible premature battery depletion. Technical support was contacted and recommended explanting the device, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The customer complaint of premature battery depletion was confirmed. The device was received from the field with the battery voltage having reached end of life (eol). The device could not establish telemetry and the device image could not be saved. A longevity assessment was performed, and the device was revealed to have had a premature discharge of battery. The device was cut open and electrical tests were performed, but no anomalies were noted and the cause of the premature depletion was unknown. Further analysis of the device battery was performed by the battery manufacturer and no anomalies were noted.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.